Event description:
It was reported that at 3316 joules while using the surgical fiber during a prostate procedure, no energy was observed emitting from the fiber. The case was completed using an alternate procedure (turp). Outcome: no damages to the patient. Gland volume: 53 ml. Time expended: 0.5 minutes.

Manufacturer narrative:
Failure analysis for fiber (B)(4): the metal cap exhibited severe burnt on detritus; the glass cap exhibited severe devitrification at the output window; the glass cap has pushed forward in metal cap, rotated off center, and can not be rotated by force; the glass/metal cap adhesion location exhibited severe burnt glue. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which limiting the performance of the fiber.